Manufacturer narrative:
Additional email: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A non maquet sheath was returned separate from the iab with blood on the component. The pressure tubing was also returned. A portion of the extracorporeal tubing and male luer was cut from the iab and not returned. Additionally the optical fiber was found to be broken within the membrane approximately 4.8cm from iab tip. The technician was able to successfully aspirate and flush the inner lumen. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The optical fiber was found to be broken, confirming the reported sensor failure and difficulty to monitor the waveform. We are unable to determine when this may have occurred. The evaluation could not confirm difficulty to flush and aspirate the inner lumen. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately five days intra-aortic balloon (iab) therapy, the patient arrived to the cvicu from the ccl without the fiber optic (fo) cable connected. The registered nurse (rn) was unsure why this was and plugged the fo cable in. Upon connecting the cable, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. As the getinge representative was explaining the alarm to the rn, the iabp then generated an unable to update timing message. This was reviewed with the rn as well. They were then guided to disconnect the fo plug and to utilize the transduced inner lumen for the arterial pressure (ap). It was later reported that the iabp was generating a continuous unable to update timing message. The customer confirmed that the fo portion of the iab had not worked since the night prior, so they have been transducing a side port of another manufacturer's sheath. The arterial line on the iabp was of poor quality and dampened. Several attempts were made to aspirate and flush. The port would aspirate but flushed slowly; this was enough to relieve the timing message. The iab central lumen was clotted so it was unusable. The waveform was still fairly poor in quality so it was suggested to use an alternate arterial line if available. Approximately five hours later, it was reported that the same timing message had returned and was constant. Several attempts were made to flush but the sheath side port was still very sluggish. At this point, it was suggested to use or obtain an alternate arterial line or consider switching to semi-auto. The customer did not feel comfortable in considering semi-auto and stated that no one on the unit would be able to help with that. She was considering calling the physician for alternate arterial line placement and had no further questions. The iab was removed three days later on (B)(6) 2023. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient arrived from the ccl without the fiber optic (fo) cable connected. The registered nurse (rn) was unsure why this was and plugged the fo cable in. Upon connecting the cable, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. As the getinge representative was explaining the alarm to the rn, the iabp then generated an unable to update timing message. This was reviewed with the rn as well. They were then guided to disconnect the fo plug and to utilize the transduced inner lumen for the arterial pressure (ap). It was later reported that the iabp was generating a continuous unable to update timing message. The customer confirmed that the fo portion of the iab had not worked since the night prior, so they have been transducing a side port of another manufacturer's sheath. The arterial line on the iabp was of poor quality and dampened. Several attempts were made to aspirate and flush. The port would aspirate but flushed slowly; this was enough to relieve the timing message. The iab central lumen was clotted so it was unusable. The waveform was still fairly poor in quality so it was suggested to use an alternate arterial line if available. Approximately five hours later, it was reported that the same timing message had returned and was constant. Several attempts were made to flush but the sheath side port was still very sluggish. At this point, it was suggested to use or obtain an alternate arterial line or consider switching to semi-auto. The customer did not feel comfortable in considering semi-auto and stated that no one on the unit would be able to help with that. She was considering calling the physician for alternate arterial line placement and had no further questions. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporters: (B)(6). Additional phone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID# (B)(4).